Event description:
Bottom lip looking lopsided and her lip was drooping [lip disorder]. The inside of both lips, the size of a cold sore, it doesn't hurt, just the size of large bumps [injection site mass]. Off label use in lips [off label use of device]. This spontaneous report from the united states was reported by a consumer via a company representative on (B)(6) 2025 and concerns a 63-year-old female patient who experienced bottom lip looking lopsided and her lip was drooping, coincident with evolysse smooth. The patient received evolysse smooth on (B)(6) 2025 and felt like she should look better with this product than she did. Due to the bottom lip looking lopsided and her lip drooping, the patient received evolysse form on (B)(6) 2025. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the bottom lip looking lopsided and her lip was drooping was unknown. Follow-up information received on 18-jun-2025: the patient indicated that her bottom lip looked like it could use more and the inside of both lips, the size of a cold sore, it did not hurt, just the size or large bumps felt like more filler was underneath than on her lip. Following a database migration the follow-up sequence may have reverted to initial for the first follow-up post migration. Please note that this is medwatch case version fu#1. Database reference number: (B)(4).

Manufacturer narrative:
Complaint number (B)(4).